Event description:
Dr noticed plastic shavings come out of the 15mm suture guide while pushing the suture passer into the abdominal cavity to close the incision. Plastic was retrieved.what was the original intended procedure?lap robotic assist laparoscopy tot hysterectomy uterus >250 gram w tube/ovary; salpingo-oophorostomy.device #1is this a laboratory device or laboratory test?no.